Manufacturer narrative:
The root cause of the vascular damage was unable to be determined as insufficient clinical details were provided and no product was returned for analysis. B5 updated to include additional information received from the clinical site d6b explant date added. H6 updated to reflect the additional failure mode the investigation of stroke/cva has not been completed should any new information be received a supplemental report will be submitted instructions for use: impella 5.5 with smart assist for use during cardiogenic shock section: potential adverse events (united states) ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation).¿ section: warnings, cautions & precautions: ¿to reduce the possibility of fibers being drawn into the impella, customers should avoid exposing the inlet and cannula section of the impella heart pumps to any surfaces or fluid baths where the device can come into contact with loose or floating fibers.¿

Event description:
It was further reported that the patient experienced a stroke 24 hours post implant. The patient was successfully explanted after 598.83 hours of support and bridged to left ventricular assist device (lvad).

Manufacturer narrative:
Based upon further investigation vascular damage - peripheral vessel investigation was updated: the root cause of the vascular damage was most likely patient movement as the bleeding occurred after the patient sat up abruptly and began kicking and swinging. Stroke/cva: as this clinical information was not provided, the true root cause of the stroke/cva could not be determined. H6 revised based on investigation results.

Event description:
The user facility reported a patient was on impella 5.5 support and during preparation for impella 5.5 support, axillary vessel loops were tied distal and proximal for bleeding control. After the implant, the patient sat up abruptly and began kicking and swinging. When this happened, blood started to pour out into the jp drain and began to ooze through the incision. The patient became hypotensive requiring more levophed and epi. Sedation was given. Protamine was given. The patient was urgently taken back to the operating room where it was discovered that the vein clip had come undone when they woke up and vagaled causing a significant venous bleed. Several clips were placed on the vein and then it was ligated with suture. The pocket was flushed and then closed again. Support was continued and the patient is stable.

Manufacturer narrative:
The impella device was not received from the customer. Therefore, the investigation of the device was not possible. Should the device or any new information be received, a supplemental manufacturer device report will be filed.